Manufacturer narrative:
Information references the main component of the system and the other applicable component is: product ID: 977c165, serial# (B)(4), product type: lead.

Event description:
Additional information received from a manufacturer representative indicated that the stimulator covered the chronic pain during the trial. The acute pain during the trial was procedural. There was no evidence of the therapy not covering the chronic pain.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they had pain at the lead site in their mid-spine since they were implanted for the spinal cord stimulator (scs) trial. The patient stated the pain was so bad on the day of the implant that they couldn¿t move and had to be hospitalized and were given dilaudid. It was noted they weren¿t able to determine the effectiveness of the scs therapy because of this occurrence, but they were implanted with a permanent system anyways. The patient was implanted for lower lumbar and leg pain caused by herniation's and other spinal issues. It was confirmed that they were feeling stimulation in the target area after the leads were implanted but their therapy was not relieving their pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.